Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer stated that the insulin pump stopped working. The customer's blood glucose was over 600 mg/dl. The customer's most recent blood glucose was over 426 mg/dl. The customer stated that the insulin pump showed that the reservoir was full because she was not receiving any insulin from the insulin pump. The customer was advised to replace the insulin pump.